Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. The rv lead was capped and replaced to resolve the event. Insulation damage was visually observed on the rv lead. The patient was in stable condition.